Event description:
As reported by the user facility: according to the complainant, the pump changed rate of patient's sedation (propofol) to keep vein open (kvo) rate of 20 when the actual rate of infusion was at 70.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved and/or logs were not provided for evaluation. The reported defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.